Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: bottom chassis need to be replaced due to corrosion; video socket connecter has defective locker, it doesn¿t secure scope video cable, it needs to be replaced; the software needs to be upgraded; top cover needs to be replaced due to corrosion; front panel needs to be replaced due to corrosion; power button stuck on the tower; and digital visual interface (dvi) connector has a small plastic divider piece broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii video system center, power switch failure. The issue occurred during reprocessing. The event was found at unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the power button stuck on the tower/central processing unit (cpu). This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that it does not function properly due to the stuck button caused by a failure of the power switch. Olympus will continue to monitor field performance for this device.